Manufacturer narrative:
There was no patient contact. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, not explanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) failed to engage. The surgeon noticed something that didn't look right before priming lens. Further information received clarified that the haptic looked bent and the lens was stuck in the cartridge. There was no patient contact. No other information was provided.